Manufacturer narrative:
Additional information: d10, d11. Investigation conclusion: the customer¿s complaint of the infusion completed sooner than expected was not confirmed or reproduced during testing. However backflow was observed from the secondary to the primary during testing; the secondary IV bag empty would give the impression that the infusion has completed faster than expected. Review of the pcu error log showed no errors were recorded on the event date. Review of the pcu event log showed the logs begin 08sep2020 at 9:00 pm. The pcu was received in the critical care profile. At 2:40 pm on (B)(6) 2020, the suspect device was selected and programmed a secondary infusion of hydromorphone (drugid= 267) to infuse at a rate of 100 ml/hr (vtbi= 50 ml). At 3:08 pm, the device was channeled off for unknown reasons; the pcu was powered off. Hydromorphone infused= 44.8 ml. Testing showed the device was delivering IV fluids within specification. Functional testing of the event administration set showed backflow from the secondary to the primary. Concentricity testing of the event administration set showed the set was within specification. Device inspection: the returned used administration set (model 2420-0007; lot: unknown and model: 11448964; lot: unknown) was received in good condition. The returned administration set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No visual anomalies were observed. The suspect device was received with instrument seal intact. Dried fluid was observed on both iuis, on the rear case under the male iui, under the membrane frame, and under platen snap rivet. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Bezel was disassembled and observed in good condition root cause analysis: the root cause of the customer¿s complaint of the infusion completed sooner than expected was not definitively determined. Backflow was observed from the secondary to the primary during testing. The secondary IV bag empty would give the impression that the infusion has completed faster than expected. The root cause of the back flow is attributed to a damage or malfunctioning back check valve. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (03jan2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (11dec2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that a secondary infusion of hydromorphone 30mg in 50ml bag of normal saline (0.6mg/ml) was completed in few minutes, more quickly than the intended thirty minutes. It was noted that the infusion was set at a rate of 100ml/hr (50ml in 30 minutes) and programmed using guardrails drug library ICU profile. The pump indicated 20ml to be infused but 50ml mini-bag containing medication was dry. There was no patient harm. The event occurred in intensive care unit. Per hospital's biomedical engineer, device logs were reviewed and did not reveal any programming errors. Using the incident set, a test infusion was performed at a rate of 100ml/hr in the incident channel. This produced an accurate volume. No backflow was observed from the secondary to primary bag. The incident large volume pump passed all preventive maintenance tests with no faults found. A micro-CT of the tubing set was performed, which did not reveal any dimensional anomalies. The customer provided the CT images to the incident tubing set.

Event description:
It was reported that a secondary infusion of hydromorphone 30mg in 50ml bag of normal saline (0.6mg/ml) was completed in few minutes, more quickly than the intended thirty minutes. It was noted that the infusion was set at a rate of 100ml/hr (50ml in 30 minutes) and programmed using guardrails drug library ICU profile. The pump indicated 20ml to be infused but 50ml mini-bag containing medication was dry. There was no patient harm. The event occurred in intensive care unit. Per hospital's biomedical engineer, device logs were reviewed and did not reveal any programming errors. Using the incident set, a test infusion was performed at a rate of 100ml/hr in the incident channel. This produced an accurate volume. No backflow was observed from the secondary to primary bag. The incident large volume pump passed all preventive maintenance tests with no faults found. A micro-CT of the tubing set was performed, which did not reveal any dimensional anomalies. The customer provided the CT images to the incident tubing set.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that a bag of hydromorphone was delivered to the patient much quicker than expected and the drip rate was noted to be very fast. There was no patient harm. The event occurred in intensive care unit.